Manufacturer narrative:
Device p-cap / reservoir locked properly in place and passed displacement test. Device received with cracked case (battery tube) and cracked battery tube threads. Device passed self test. Device was navigated and no stopped time or frozen screen anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had frozen display. Customer¿s blood glucose level was unknown. Customer was assisted with troubleshooting and the frozen display reoccurred. Customer reported the time clock did not advance. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.